Event description:
It was reported the patient bent over the ipg site. Subsequently, the ipg became loose and moves in the pocket. The patient is to consult with the physician as a next course of action.

Manufacturer narrative:
UDI(di): (B)(4). Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.